Event description:
The customer reported having issues during prime/rewind. The blood glucose reading was 160mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap was flush. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Prime alarm during basic occlusion test due to loose/flush drive support disk. Missing end cap sticker noted. No unexpected insulin pump reset noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.